Manufacturer narrative:
(B)(4). The device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was not flowing. The device had been filled with fluorouracil and 0.9% sodium chloride. This was observed before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection and flow testing were performed. Visual inspection showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was performed by removing the luer cap from the unit¿s distal luer; evidence of flow was visually observed. The reported condition was not confirmed. If additional relevant information is obtained, then a follow-up MDR will be submitted. This is the same report as (B)(4).